Event description:
The pt's caregiver reported that the pt received an air detected in cassette alarm during drain 0. The caregiver also noticed many air bubbles within the blue pt line. As advised by technical service the caregiver cancelled treatment and during reset-up found fluid inside of the cycler door. The pt's effluent has remained clear. Sample has been discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.